Event description:
It was reported that the patient had not been able to use the purewick urine collection system much because it did not have as much suction as the hospital one. Also stated that the patient was not with the system at the time of call, and they would call back to troubleshoot. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow up on 03sep2021, the complainant stated that they not yet had a chance to do troubleshooting and they intended to go to troubleshooting to understand better on how to use the purewick urine collection system. Per additional information received via liberator on 06jan2022, it was stated that the patient had never been able to get purewick urine collection system to work. Per additional information received via liberator on 08jan2022, it was stated there was suction issues in the purewick urine collection system and did not pass the suction test. Per additional information received via liberator on 11jan2022, it was stated that the purewick accessories replacement kit was shipped on 19jul2021.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to "incorrect/ missing translation missing instructions; vendor/printer error ". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The potential root cause for this failure could be due to "incorrect/ missing translation missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had not been able to use the purewick urine collection system much because it did not have as much suction as the one in the hospital. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow up on (B)(6) 2021, the complainant stated that they intended to go for troubleshooting to understand better on how to use the purewick urine collection system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had not been able to use the purewick urine collection system much because it did not have as much suction as the one in the hospital. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow up on 03sep2021, the complainant stated that they intended to go for troubleshooting to understand better on how to use the purewick urine collection system.